Manufacturer narrative:
The reported events were lead dislodgement and failure to capture. As received, a complete lead was returned in one piece. Visual inspection of the lead did not find any anomalies except for damages consistent with procedural damage. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The s-curve height was measured to be within specification.

Manufacturer narrative:
Additional information - h6- investigation/ conclusion codes.

Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2021. During examination of lead, it was noted that the left ventricular (lv) lead failed to capture at maximum output. After further assessment in clinic, fluoroscopy showed lv lead dislodged from lateral branch and pulled back into coronary sinus body. The lv lead was explanted and replaced on (B)(6) 2021. The patient was in stable condition.